Event description:
The cadd pump was programmed per the nurse practitioner's orders for continuous infusion of dilaudid and the settings were verified by 2 nurses. The infusion was started at 1228 and checked at 1330. The IV bag was almost empty and the infusion was stopped. The order was checked and the drug concentration was verified. The nurse determined that the drug concentration was programmed incorrectly in the pump. The primary and secondary nurse assessed the patient and the physician and nurse practitioner were summoned. The pt was pronounced dead at 1545. We conducted some performance testing and determined that the pump was infusing too rapidly. It was infusing at four times the programmed rate.